Event description:
It was reported that during an unk procedure, the device didn't work but no more info available. No pt consequences.

Manufacturer narrative:
Date sent: 03/30/2009. Eval summary: the hand piece was tested on a generator and found to be functional. However, the hand piece was dis-assembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument.